Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Device a: the analysis results found that the device was returned with tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm. The blade of the device was not broken as reported. The device was connected to a test handpiece and generator and the device did activate during functional testing. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. It is possible that the device returned may have been used to complete the procedure and is not the device complained about. Device b was returned with the tissue pad melted and partially detached. The blade was not broken as reported. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. It is possible that the device returned may have been used to complete the procedure and is not the device complained about. Device b: batch j90k2j, mfg date 3/14/2012, exp date 2/17/2017.

Event description:
It was reported that during an lsh procedure, the blade tip broke off of the first device and fell into the patient. It was reported that the tip was retrieved. Another device was used and it was making an abnormal noise; it was thought that it might be coming from the blade tip, but the tip did not break off of the second device. No additional devices were used. There were no adverse consequences for the patient reported.